Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
In (B)(6) 2005, pt told neuro dr. That he lifts 3000-4000 pound on a daily basis (confirmed that the note says 3000-4000 lbs) low back fusion (B)(6) 2005 (fused l4-5)-bulging disc the cause of this back surgery rectal pain-colonoscopy 2003. On (B)(6) 2006 pseudoarthroses, l4-5, low back pain, degenerative disk disease, l4-5, l5-s1;revision of posterior lumbar interbody fusion, l4-5 and posterior lumbar interbody fusion, l5-s1 by the surgeon it was reported that: on (B)(6) 2005, pt underwent posterior lumbar interbody fusion at l4-5 by surgeon on (B)(6) 2006, pt underwent the following surgery at (B)(6) medical center/(B)(6) health care by surgeon placement of a peek interbody spacer from blackstone packed with bmp at l4-5; placement of bilateral peek interbody spacers at l5-s1, the blackstone packed with bmp, removal of prior instrumentation at l4-5, use of allograft for the posterolateral arthrodesis, use of autograft for the posterolateral arthrodesis. On (B)(6) 2006 pseudoarthrodesis, l4-5, low back pain, degenerative disk disease, l4-5, l5-s1